Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker detected high out-of-range impedance measurements on the right ventricular (rv) lead. Three months later this pacemaker detected high out-of-range impedance measurements on the right atrial (ra) lead. The patient works on a small passenger ferry every other week and while in the harbor the patient is within a couple of meters of a 4g antenna. The physician inquired if workplace environmental noise could contribute to this observation. Boston scientific technical services (ts) noted that the timing described for the patient presence on the worksite does not appear to coincide with the frequency of the variable impedance measurements. Ts recommended the following: perform in office troubleshooting to further evaluate both leads as lead impairment cannot be excluded, perform an electromagnetic interference (emi) worksite survey completed to accurately evaluate potential emi interactions/risks and reprogram the pace/sense configuration to unipolar pacing and bipolar sensing.